Event description:
Within the last month, the pump had flipped. The flipped pump was diagnosed via x-ray. On the date of this report, they were doing a pocket revision. The pump was repositioned. The patient had no symptoms related to the event. As of (B)(6) 2014, the patient outcome was reported as ¿unknown¿ as the patient had not yet been seen for follow-up following the procedure. The device system was delivering lioresal.

Event description:
Additional information received reported the patient was doing well, as far as the reporter knew.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).